Manufacturer narrative:
Concomitant medical products: d364drg ICD, (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 1449 v-sics since last session 57 days ago. Three non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subclavian crush was suspected on both the right ventricular (rv) and atrial leads. The rv lead had a high sensing integrity count (sic) and non-sustained ventricular tachycardia (vt) with high frequency and noise in ventricular electrogram (egm). Lead fracture was suspected. The atrial lead exhibited probably noise in atrial egm of the non-sustained vts with high frequency. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.